Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of a break in aseptic technique and peritonitis with culture positive for gram positive organism in a patient coincident with dianeal pd2 ultrabag and extraneal viaflex therapies for peritoneal dialysis (pd). In (B)(6) 2011, a break in aseptic technique occurred, described as the patient made a mistake. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. On (B)(6) 2011, the patient received remedial treatment with a loading dose of vancomycin (2 gm, ip) and began treatment with zyenem (125 mg, once daily, ip). Remedial treatment with zyenem was ongoing. The peritonitis was resolving and the patient remained hospitalized. The outcome of the break in aseptic technique was not reported. Dianeal pd2 ultrabag and extraneal viaflex therapies were ongoing. The nurse believed the peritonitis was unrelated to dianeal pd2 ultrabag and extraneal viaflex therapies. The nurse and did not provide an opinion of causality for the break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.